Event description:
It was reported that the patient presented after receiving a patient notifier alert for low, out of range, pacing lead impedance. In the hospital loss of capture and a decrease in rv sensing were observed. X-ray of the pocket showed an almost 90 degree angle of the lead. Lead to can insulation abrasion was suspected, but could not be confirmed as the lead was capped. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.